Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis device was not communicating and had major delays in data transmission. Reports were not printing correctly, and patient information was missing from device even after reboot. The technical support specialist (tss) checked the logs and found a sync delay, likely due to a temporary network issue. The logs showed that the connection to the remote service was refused at that time. The tss confirmed that the server connection on port 50052 was active and there were no current network issues. The station was communicating normally again, and this information was shared with the customer via email. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.